Event description:
In 2009, the pt reported experiencing elevated blood glucose of 200-278 mg/dl two days prior. He stated that he inserted a new infusion site and noticed blood at the site. When his blood glucose elevated, he changed the infusion site and his blood glucose lowered to 170 mg/dl. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The alleged infusion set was discarded. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.